Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there was blood splatter/ leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, the head nurse of the outpatient blood collection center reported that in the past three weeks, three blood collection needles had leaked blood and gas.